Event description:
Information received alleges that a patient got their leg stuck in the right foot side rail. The maintenance department had to remove the side rail to free the patient's leg. The patient sustained bruises on the leg.